Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No ramping numbers or scrolling bar moving anomaly noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that there was fluid under the lcd display. The customer's blood glucose was 94 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.